Manufacturer narrative:
G4:12jan2021; b4:13jan2021. The manufacturer's field service engineer (fse) confirmed the reported problem. The pcba power management board, motor controller and battery were replaced to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27jan2021; b4:28jan2021. The customer reported the occurrence of the following error codes consistent with auxiliary alarm supply failed, 35 v supply failed, ventilator restarted due to anomalies detected during operation and backup alarm failed in the significant event logs, and when pressing the on-off button, the unit reboots any combination of the following error codes reported together or logged together in a diagnostic report as backup alarm failed, auxiliary alarm supply failed, and 35 v supply failed are associated with a 35v failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer contacted technical support (ts) stating that the device¿s battery and power led lights are flashing, the unit is alarming but does not power on, and presents a burnt smell. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.